Event description:
The patient reported an infection and erosion. Antibiotics were prescribed and an explant procedure was performed on (B)(6) 2023. The patient is fine and is back at work. The implanting clinician would like to re-implant at a later date and no further issues have been reported.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, and using inappropriate tools have been ruled out as potential causes. However, the patient touched the wound. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to patient non-compliance as they touched their wound (user error - patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.